Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the narrow band imaging function did not work due to a failure of the dp board. -the video signal was intermittently lost due to cp board failure, and sometimes the endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a cp board failure. The cause of the cp board failure could not be identified. -omsi confirmed the endoscopic image abnormality and determined that the cause was a failure of the cp board. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems india private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
While the user facility was preparing the device for use, the olympus field service engineer checked the device on a video phone and found that the video signal was intermittently lost and the monitor screen went completely black. When another monitor was connected to the sdi out terminal of the device, the same issue occurred. The color bar did not appear when the camera head was disconnected. There was no report of patient injury associated with the event.